Event description:
It was reported that during a clinical follow-up, a patient's device was unable to be interrogated. After review of the device history a device upgrade for battery performance and cybersecurity was available but was never installed. Patient was asymptomatic entire time device was end of life (eol). Device was explanted and replaced. Patient was stable before, during, and after the procedure.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. No sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.